Event description:
It was reported that the user experienced issues with the charging pad while traveling internationally and believed the problem was related to the travel adapter and charging pad, resulting in the charger not charging. Symptoms included no clinical effects. Outcomes included no impact on health and no alarms. Investigation included troubleshooting and user education performed by support. Investigation of this case revealed a charging function issue associated with the external charging pad, with use of a nonstandard travel adapter suspected; no device alerts were reported. It was concluded, based on previously established findings for similar reports, that the cause was likely use error related to incompatible power accessories.